Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received three inappropriate anti-tachycardia pacing (atp) bursts and one inappropriate shock due to atrial fibrillation (af) with rapid ventricular response. This atp accelerated the rhythm to ventricular fibrillation (vf); however, the rhythm was successfully restored after the shock. The patient visited the emergency room because was experiencing feelings of light-headedness. No additional adverse patient effects were reported. This ICD remains in service.